Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens, but it caught in the cartridge and became stuck. There was no pt contact or injury. The nurse stated it was unk as to why the lens became stuck or if there was any lens damage.